Manufacturer narrative:
Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported fluid overload. There is no objective evidence that supports the device caused the patient¿s adverse event. The patient¿s fluid overload event was most likely related to patient non-compliance, as reported by the pd nurse. Noncompliance with the dialysis prescription is a well-known predictor for fluid volume overload events and hospitalization. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported fluid overload remains. Should additional new information be made available this clinical investigation will be reevaluated. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient on continuous cycling peritoneal dialysis (ccpd) was hospitalized due to fluid volume overload. The patient¿s pd nurse reported the patient was not complaint with their pd prescription which led to the fluid volume overload and the patient¿s creatinine level to be elevated at 6.8. It was stated the patient was disconnecting prior to their prescribed last fill (unknown amount) and was not completing their prescribed daytime manual exchange of 2500 milliliters (ml). Details surrounding the patient¿s hospitalization course are unknown as the hospital discharge summary is unavailable. However, the patient reportedly continued pd therapy while hospitalized (not on fresenius products). The patient was discharged on an unknown date continuing pd therapy. The patient was subsequently seen in the outpatient pd clinic for laboratory analysis (unknown; possible creatinine) and is reportedly doing well. Since hospitalization, the patient is reportedly more compliant with their pd prescription.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.